Event description:
Bariatric pt on bari bed. Head of bed elevated when staff left the room. Staff heard a loud noise and went in to find the head of bed flat. Recover care checked the bed with no visual defects seen. Recover care replaced the actuator and will send the old one to the bed company.